Event description:
It was reported that 'nac' was laying on the bed so another 'nac' could practice 'range of motion' on her for their restorative assistant class. (Neither person was working at the time, both were taking part in restorative assistant classes on their own time). Suddenly the bed dropped, they said there had been no movement of the bed, cranking, etc... Unsure as to what really happened. (Per tech. Person, someone tried to overcrank the bed and broke the bearing block on the hi/low 'assy' bed dropped. Per sales rep bearing block gave way on the hi/low screw pack looks like it was over cranked).